Event description:
It was reported that the patient presented in clinic. Upon review, the implantable cardiac monitor exhibited under-sensing. The implantable cardiac monitor was explanted. The patient was stable throughout.

Event description:
It was reported that the patient presented in clinic. Upon review, the implantable cardiac monitor exhibited under-sensing. The implantable cardiac monitor was explanted. The patient was stable throughout.